Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
In this event it is reported that s atlantis healing abutment ti broke about a month after it was place. The patient reported that the abutment and implant broke, they did not complain of any injuries. The implant was extracted and a bone graft was placed. The patient has healed and wants to proceed with a new plan similar to the initial plan. It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received: the product/device was returned and investigated. No failure was found. The product is only a concomitant product for implant loss (B)(4) and not reportable itself. This is a follow up report for this additional information. Correcting this report from reportable to not reportable, additional information received that the product was returned and investigated, no failure was found. The product is only a concomitant product for implant loss (B)(4) and not reportable itself. Please disregard this report. This is a follow up report for this corrected information.